Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultrasoft lancing device was not working properly. The complaint was classified based on the customer service representative (csr) documentation. The patient was unable to specify exactly when the reported lancing device issue first began. The casing of the subject device was found to be cracked and/or broken. The patient also did not specify how she usually manages her diabetes or whether she made any changes to her usual routine in response to the reported issue. The patient stated that she experienced symptoms of blurry vision and being light-headed an unspecified amount of time after the reported issue began, and reportedly received hcp treatment in response to the alleged issue, although details of the type of treatment and date & time were not known. At the time of troubleshooting, the csr noted that the subject lancing device had been in use for approximately 1 year and there was no indication of misuse of the device. The csr was unable to resolve the issue, and replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed signs/symptoms suggestive of a serious injury and received hcp treatment after the alleged product issue began.